Event description:
The patient's father reported that his daughter was throwing up and very sick. Her blood glucose was around 393 mg/dl most of the day. They sought medical attention and his daughter was admitted for a few hours, but that she did not receive any treatment during this time because her bg was already decreasing. He stated the incident occurred 3 or 4 weeks prior to the call.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No qualification record review could be completed as no product lot number was reported.